Event description:
It was reported that the pump had ¿dumped medication¿ into the patient approximately one month ago and the emergency medical system was called. The health care provider was not made aware of this prior. The patient had refused to go to the hospital. It was thought that the patient had not been given narcan ¿or anything.¿ this device system delivered hydromorphone. It was further reported that it was unclear as to how the patient knew the pump had ¿dumped¿ the medication as when the pump was assessed the pump had the correct volume in the pump. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).